Event description:
It was reported that the patient presented for in-clinic follow-up. A device interrogation revealed far r wave over-sensing exhibited by the implantable cardioverter defibrillator. Programming interventions were made. The patient was stable.